Event description:
Regulatory agency reported reporting rupture and deflation of the left device, discovered on ¿imagery¿ devices was explanted and replaced.

Manufacturer narrative:
Device evaluation: deflation : observed opening on the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification). Additional observations: crease flat observed on the device. White particles observed inside device.

Event description:
Regulatory agency reported, reporting rupture. And deflation of the left device. Discovered on ¿imagery¿. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Regulatory agency reported reporting rupture and deflation of the left device, discovered on ¿imagery¿ devices was explanted and replaced.